Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that over the past two days, there were multiple calls regarding ¿no disposable clamp tubing¿ alarms. Per reporter, the pump was stopped, and the infusion was restarted, with settings reviewed. When asked about the issue, an explanation of the ¿no disposable¿ alarm was provided. The reservoir volume was 64ml, the rate was 0.8 ml/hr, and 16ml had been given. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.